Event description:
It was reported to boston scientific corporation that an advantage fit was used during a sling procedure performed on (B)(6) 2014. According to the complainant, during procedure, the mesh twisted when placed. The physician removed the mesh and used another advantage fit to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned advantage fit system revealed that the mesh was stretched. The mesh was most likely stretched during removal. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advantage fit was used during a sling procedure performed on (B)(6) 2014. According to the complainant, during procedure, the mesh twisted when placed. The physician removed the mesh and used another advantage fit to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.